Event description:
Pt called stating she skipped the "fill tubing" step and had trouble getting back to the main screen. Went through troubleshoot steps together and had her restart the pump and then load the cartridge, when asked to remove the cartridge, pt pulled it out rather than twisting (unlocking) and pulling it out, thereby spilling the med inside the med the ms3 pump. Informed her that she cannot use the same pump now and will send out a replacement pump. Pt is to switch back to old pump for now. Sn of manufacturing pump (B)(4). No adverse event was associated with the product complaint. Pt was able to switch to her old pump right away without any disruption in therapy. Pt was informed that a return box will be shipped and the new pump and pt is to return the malfunctioning pump as soon as she gets the new one. Pt verbally understands. Pt was not asked if its ok for the manufacturer to contact her directly in regards to the malfunctioning pump. Dates of use: from (B)(6) 2016 to ongoing. Diagnosis or reason for use: pah. Strength: 5mg/ml. Manufacturer: united therapeutics.